Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as bleeding, burning, red open wound. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended continuing to wear the patch. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.